Event description:
Pt reported he is missing the w1 (cartridge low) alert. Pt stated when the cartridge empty appears on the display, an e4 (occlusion) error message displays several times. Pt reported he experienced no problems with his health or blood glucose level. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.